Event description:
It was reported that the physician received a remote alert indicating high, out-of-range pacing impedance measurements (>3000) from this right atrial (ra) lead. Additionally, a signal artifact monitor (sam) episode was noted with noisy signals. The patient was subsequently seen in-clinic testing the ra lead in bipolar sensing mode resulted in high impedance measurements (>3000 ohms), loss of capture, and over-sensed noisy signals. Testing the ra lead in unipolar resulted in satisfactory pacing impedance and capture threshold measurements. The physician also increased the device sensing to 1.5v to mitigate myopotential over-sensing. It was hypothesized that this ra lead conductor had fractured, but this has not yet been confirmed via diagnostic imaging. At this time, the ra lead remains implanted and no adverse effects were reported.